Manufacturer narrative:
A patient experiencing shocking at ipg site due to a car accident was reported to abbott. The system was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient experienced shocking at the ipg site following a motor vehicle accident. Surgical intervention was undertaken during which the patients ipg was explanted. Surgical intervention addressed the issue.